Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a loose piece of what appeared to be plastic inside of the drainage tubing.

Manufacturer narrative:
The reported issue (it was reported that there was a loose piece of what appeared to be plastic inside of the drainage tubing) was confirmed, as manufacturing related. During visual inspection it was noted to be a small piece of plastic inside of drainage tube. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Event description:
It was reported that there was a loose piece of what appeared to be plastic inside of the drainage tubing.